Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient stated that the inaccuracy issue began on (B)(6) 2016 at 10:30am when she allegedly obtained a blood glucose result of 9.0mmol/l using the subject device compared to a reading of 5.3mmol/l using a freestyle meter, both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using metformin (750mg), humalog (12 units), cymbalta (60mg) and has also been taking saxenda (liraglutide) injections to help with weight loss (she was advised that this medication can cause low blood glucose excursions). The patient denied making any changes to her usual diabetes management routine in response to the reported issue. Additionally, the patient had tested with the subject meter on (B)(6) at 8:13am with a result of 7.0 which was within the patient's normal range. The patient claimed experiencing symptoms of trembling approximately 15 minutes before the alleged meter issue began, and stated that these symptoms had been experienced intermittently over the last 3 weeks. The patient was reportedly taken to the diabetic clinic and received hcp treatment of glucose tablets/gel on may 17, 2016 at approximately 10:31am in response to the reported issue. The patient's blood glucose was measured again 10 minutes after ingesting the glucose tablets using the clinic meter (freestyle) with a result of 6.5mmol/l. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, an approved sample site was used to obtain the results, the test strips were within expiry and the patient's testing technique was correct. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury and received hcp treatment for an acute blood glucose excursion. Although the symptoms were experienced before the alleged product issue began, this complaint is being reported because it cannot be said with absolute certainty that the alleged inaccurate subject meter results did not affect treatment options prior to the onset of these symptoms.